Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03255. Additional information received identified that the issue was resolved

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03255. It was reported that patient experienced facial redness and swelling with tonic stimulation. Reportedly the supraorbital leads in the left upper chin and left lower chin were directly implicated. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein the two supraorbital leads were explanted. Additional information is still pending.